Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial #: (B)(4), batch: a000065209.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention occurred where the lead was explanted and replaced. Patient has effective stimulation post procedure.